Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. The fluid path was tested for leaks. No leaks were found. The download data from the pod showed that an 0x9b alarm had been generated by the pod, indicating that more than 5 minutes passed after cgm deactivation without receiving a pod deactivation command. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported the pod was leaking insulin and being unsure if the cannula was properly seated in the infusion site. No treatment was provided.